Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an infection from their implantable cardioverter defibrillator (ICD), right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. The ICD, ra, rv, and lv leads were all explanted and replaced. The patient's condition was unknown.